Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of: 56 mg/dl and 569 mg/dl, 569 mg/dl and 80 mg/dl. Customer reports prior back to back blood glucose results of 37 mg/dl, 49 mg/dl, 56 mg/dl and 56 mg/dl before obtaining the 569 mg/dl seven minutes after the last 56 mg/dl. Customer reports she felt shaky; treated with some glucose and felt better. L1 quality control was run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.